Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). No adverse patient effects were reported. Further information was received that this lead was explanted and replaced.